Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sub total gastrectomy procedure. The powered handle was being used for the duodenum resection. For the first firing, the surgeon articulated the jaws, clamped the tissue, pushed the green firing mode button, and then pushed the blue button. However, the device did not fire. Re-inserted the battery and the firing was successful. The event occurred during the procedure but the product was not used on the patient. There was no patient harm. The status of the patient is no problem.